Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that the batteries were removed and switched around, thereafter the device was able to be powered on, but would not power off. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to a seating issue between the flex cable and system pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The device was disassembled and a test main keypad was installed and the device powered on. However, when the device was reassembled and using the original main keypad the device powered on and the reported issue did not recur. All contacts between the flex cable assembly and the system pcb assembly were removed and cleaned. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that the batteries were removed and switched around, thereafter the device was able to be powered on, but would not power off. There was no patient use associated with this event.